Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with 90% stenosis, heavy calcification and mild tortuosity. The 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was advanced with no resistance and used for post dilatation after a stent was implanted but the balloon ruptured below the rated burst pressure (rbp) of 12 atmospheres (atms) for 10 seconds during the first inflation. There was no resistance upon removal. Another balloon was used to complete the procedure. The device was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance upon removal of the protective sheath. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.